Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 9. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On 2023-08-31, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.